Manufacturer narrative:
(B) (4). Eval, results and conclusions: endoleak. Severe curve in the thoracic arch.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of either a contained aneurysm rupture (size is unk) or a penetrating ulcer approximately 5 months ago. The thoracic aorta was reported to have a severe curve where the two thoracic stent graft pieces separated. The pt recently presented with back pain again. The recent CT demonstrated that there is a type iii endoleak, separation of the two thoracic devices. The physician elected to treat pt with implantation of talent 44x40 device and the endoleake was resolved. (MFR: 2953200-2010-00891) no add'l clinical sequelae were reported, and the pt is fine.